Event description:
Boston scientific received information that this patient was seen in clinic in (B)(6) 2007. At that time, the patient required no pacing. It was noted that the patient was then lost to follow up and was seen again in (B)(6) 2010. At that time, the device was interrogated and the device had triggered end of life (eol) in (B)(6) 2009. The physician elected not to replace the device at that time. In (B)(6) 2011, the patient was presented to the electrophysiology lab following a reported syncopal episode (asystole for greater than 2 seconds). The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. Boston scientific has issued physician communications regarding gradual degradation that may occur in a hermetic sealing component. The degradation can allow a higher level of moisture into the device case, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. (B)(4).